Event description:
The facility's biomed reported an infusion pump with a 530 failure code. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.